Event description:
The customer reported the system intermittently displayed black images. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer had been using an incorrect application on the device. The system was found to be operating as intended.